Manufacturer narrative:
Product event summary: the data files were returned and analyzed. One patient file was received and recorded on the reported date of the event. The patient file showed six applications were performed using a balloon catheter identified as afapro28 with lot number 11829. The patient file didn't show any system notice on the reported date of the event. The failure file has not been received. In conclusion, the clinical issue (phrenic nerve injury) occurred during the procedure with no indication that the adverse event was related to the performance or a malfunction of the product. The reported clinical issue can not be assessed through data analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using cryotherapy, a decrease in phrenic nerve function was detected at the third vein (ripv) during ablation. The procedure was subsequently aborted after attempts to locate the phrenic nerve pacing were un successful. The patient was not under general anesthesia. The patient was later discharged with no symptoms. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.